Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0348 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebp0348) have been reported from the same (B)(6) facility.

Event description:
It was reported by the nurse that suction couldn¿t be made during pre-rinsing of the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to aspirate was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Precipitate was observed within the catheter. Microscopic inspection of the valve was unremarkable. An attempt to infuse and aspirate through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, aspiration attempts were unsuccessful both with and without the stylet in place. Following application of silicone lubricant to the valve, aspiration became unremarkable. Applying lubricant to the valve resulted in proper functionality, suggesting that a lack of lubricant contributed to the observed inability to aspirate. It could not be determined if insufficient lubricant was initially applied or if the lubricant was removed subsequently through manipulation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of rebp0348 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebp0348) have been reported from the same (B)(6) facility.

Event description:
It was reported by the nurse that suction couldn¿t be made during pre-rinsing of the catheter. There was no reported patient injury.